Event description:
It was reported that during an unknown procedure, can't open the stapler. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Results: premature sled movement the device was received for analysis with no visual non-conformances and with a cartridge loaded on the device. The reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality with the returned cartridge reload by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The device opened and closed without any difficulties noted. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.